Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response button was non-functional. The cause for the non-functional response button was both front enclosure cables were unplugged. The root cause for the disconnected cable could not be positively identified. There was no adverse event that resulted from the damaged monitor.